Event description:
It was reported via repair work order that the left and right siderails had no electrical controls. It was also reported that the power cord ground prong was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.